Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the test well image in question on the instrument, and determined that it was visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen test well when tested on a galileo neo instrument on (B)(6) 2017.